Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that they experienced leaking of the needle at the tubing. Pediatric patients are coming onto the inpatient unit already accessed from the outpatient clinic with powerloc max needles and tubing is breaking between 3-7 days. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported by customer that they experienced leaking of the needle at the tubing. Pediatric patients are coming onto the inpatient unit already accessed from the outpatient clinic with powerloc max needles and tubing is breaking between 3-7 days. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed, but the root cause could not be determined. One photograph of a 22g safestep infusion set was returned for evaluation. Visual inspection of the photo found that the extension tubing at the luer junction extended from the luer at a sharp angle. Additionally, a portion of the tubing appeared to be misaligned with the fluid path of the luer hub. This suggested that the extension tubing had broken off or was damaged in such a way to misalign the tubing with the luer. No evidence of use residue was observed throughout the sample. However, the needle cover was partially removed, the clamp engaged, and the device was outside its packaging, indicating that the user had handled the unit to some extent. No leaks could be observed in the photo, but based on the observed state of the extension tubing it is likely that the device would leak if flushed. Based on the available material for review, the complaint is confirmed but there were no distinguishing features identified which could aid in identification of a specific root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.